Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. Add'l info was requested. If it becomes available, the eval summary will be submitted in a supplemental report.

Event description:
It was reported that, "when he had his first surgery, he spent 4 years without being able to walk, bend his leg, pick up his leg and with a lot of pain. He had followed up with surgeon, and he told him that he had tendonitis. He then went to a second surgeon. Surgeon performed revision surgery on him and since his revision, he has been much better. Pt is concerned that his hip was part of the trident recall.